Event description:
It was reported that this pacemaker recorded a pacemaker mediated tachycardia (pmt) episode. Technical services (ts) consultant discussed that the events appeared to be atrial tachycardia (at). The patient's atrial rate remained evident despite the extension of the post-ventricular atrial refractory period. Subsequently, this pacemaker was explanted and was replaced. No additional adverse patient effects were reported.